Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having an air leak was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the seal was protruding out of the swivel, the device ran in the safety position; and the rotations per minute (rpms) were 69,213 which was below the operational specifications (75,000). It was further determined that the lock cylinder was damaged (powerbroken), causing the device to run in the safety position and the vanes were worn out causing the device to run at low rotations per minute (rpms). It was determined that the issues with the seal protruding out of the swivel and the worn vanes were consistent with normal wear over time. It was further determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position which was user error. The assignable root causes were determined to be due to normal wear over time and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had an air leak. During in-house engineering evaluation, it was observed that the seal was protruding out of the swivel, the device ran in the safety position and the rotations per minute (rpms) was 69,213 which was below the operational specifications (75,000). It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.